Event description:
It was reported that the deep brain stimulation (dbs) patient experienced two seizure episodes after the implant procedure. A computed tomography (CT) scan taken in the field revealed an intra-cranial hemorrhage. The patient was prescribed anti-seizure medication, and was admitted to the hospital where her condition declined.

Manufacturer narrative:
Block d2b: nhl, pjs . Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7126601.